Event description:
Customer reportedly obtained results of 80mg/dl and 88mg/dl on the voicemate/advantage sys while a professional device produced a result of 50mg/dl within 10 mins. Customer was treated with a glucose IV by the paramedics. Requested return of suspect sys and replacement was sent.